Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. Reportedly, the battery compartment was cracked and the battery cap would not attach. Allegedly, the pump was experiencing a no-power issue. The yellow o-ring was visible at the time of the power interruption. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned, and it was evaluated by product analysis on 08/18/2014 with the following findings: a battery cap was not returned with the pump; a test battery cap, which was able to fully fasten to the pump, was used during all steps of the analysis. The battery compartment was found to be free of damage. The black box data showed the occurrence of reboot events, which are indicative of the event reported in the initial complaint. The pump was exercised for 24 hours with no power interruptions observed; the reported event was not duplicated. The pump cover was removed, and no evidence of moisture ingress or damage to the power circuit was found. Unrelated to the reported event, the display screen was found to be discolored.